Event description:
It was reported that one day post implant, the right and left ventricular leads both dislodged, had poor sensing and high capture threshold. The leads were explanted by a different physician who felt that the implanting physician had damaged the leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor was distorted and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism and sleevehead, there was apparent explant damage, and the lead was returned with the guide tooth damaged which prevented the helix from extending and retracting.